Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, damage was identified on two areas on the permanent cautery hook instrument insulation. There were two small chips in the insulation were noted. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and reported failure was neither replicated nor confirmed. This instrument is manufactured to appear with two small holes on each side of the proximal clevis. Visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage was found. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.